Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. Upon investigation contamination was found inside the charger/modem. The cause of the resets is the contamination on the bedside board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk substance. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.